Manufacturer narrative:
The patient became aware of the alleged failures thirteen years and seven months post implantation. No additional information will be forthcoming.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. The filter subsequent malfunctioned and caused injury and damages to the patient including, but not limited to, filter fractured, embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that a fragment of the filter migrated to the lower lobe of the right lung on or about twelve months post implantation. The fractured strut has not been removed from the patient¿s body. The patient also reports to be suffering from depression, sleep disturbance, shortness of breath, physical pain, and emotional distress. According to medical records, the patient has a history of hypertension (currently treated), bronchitis, sinusitis, arthritis, headaches, and vertigo. There were no reported complications during the index procedure. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and retrieval difficulty could not be confirmed and the exact causes could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states filter fracture and migration as potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation procedure record notes implantation of the filter on or about (B)(6) 2009; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and depression do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00503 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. The filter subsequent malfunctioned and caused injury and damages to the patient including, but not limited to, filter fractured, embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that a fragment of the filter migrated to the lower lobe of the right lung on or about twelve months post implantation. The fractured strut has not been removed from the patient¿s body. The patient also reports to be suffering from depression, sleep disturbance, shortness of breath, physical pain, and emotional distress. According to medical records, the patient has a history of hypertension (currently treated), bronchitis, sinusitis, arthritis, headaches, and vertigo. There were no reported complications during the index procedure.